Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a small red plastic piece was found inside of the package. There was no signs of damage found on the suction irrigator tube set. Unsure of where the red plastic piece came from. Deemed contaminated due to unknown foreign object origin. New product was obtained and used. Per or materials management: red piece appears to be broken off from internal components.

Manufacturer narrative:
The device was disposed therefore; it was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: a small red plastic piece (the size of a sprinkle) was found inside of the package probable root cause: incorrect or inadequate packaging. Severe shipping conditions. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a small red plastic piece was found inside of the package. There was no signs of damage found on the suction irrigator tube set. Unsure of where the red plastic piece came from. Deemed contaminated due to unknown foreign object origin. New product was obtained and used. Per or materials management: red piece appears to be broken off from internal components.